Event description:
It was reported that pump displayed a malfunction alarm identified as malf 12 with no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if any malfunction code happened again, which customer understood and acknowledged.